Event description:
It was reported that the pump was alarming no disposable alarm while programming it for a patient. It was a new pump, and the cassette had already been removed and replaced twice before the patient called. The pump powered off and the cassette was removed with the patient on the phone. The patient confirmed there were no kinks, deflated areas of the line, and there were no air bubbles present. The cassette was tapped on a firm surface and replaced. The pump powered back on, and the alarm persisted. This event occurred while clinical setting and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.